Event description:
It was reported that the valve was recently removed from a patient. The patient had been playing with toy magnets and had symptoms of shunt malfunction. Revision surgery found the ventricular and peritoneal catheters to be fine. It is reported that it did not appear that the valve was clogged with blood or anything else. The surgeon reports that the magnets were quite strong and he wonders if the magnets may have harmed the patient in some way.